Event description:
The facility reported an infusion pump with a malfunction of "battery beeping when patient returned from smoking". The event was reported to have occurred during patient therapy, it was unknown if patient therapy was interrupted. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B) (4)during service, an evaluation confirmed "battery beeping" which caused an interruption of therapy . The main batteries were replaced. The pump passed all functional tests and was returned to the customer.